Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured at 2-3atm. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.

Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. No issues identified with the hypotube shaft. No issues identified with the distal extrusion. A visual examination of the balloon identified no damages. A detailed microscopic examination of the balloon material identified a longitudinal tear in the balloon material the tear stretched 2mm in length and was positioned over the proximal markerband. When an attempt was made to inflate the balloon liquid leaked out through the tear site. All blades were fully bonded on the balloon and did not exhibit any signs of damage. No issues identified during examination of the extrusion shaft. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. Due to the build-up of blood, visible inside the balloon, the device was soaked in a water bath at 37 degrees celsius to dissolve the balloon in order to facilitate balloon inflation. Using an encore inflation unit an attempt was made to inflate the balloon when a leak was confirmed in the balloon material, over the proximal markerband.

Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery (lcx). A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the balloon ruptured at 2-3atm. The device was completely removed from the patient's body and the procedure was completed with another of the same device. No complications were reported and the patient was stable after the procedure.